Event description:
The patient was not getting pain relief. A dye study was attempted (date not reported) but it was unsuccessful. A rotor study was done; the date and results were not reported. The pump was replaced for battery depletion. At that time, the catheter was found to be blocked at the pump connector. The catheter was trimmed and they had flow of csf. There was no patient injury. The patient recovered without sequela. The pump was used to deliver dilaudid (100 mg/ml).

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.